Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-nov-2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank with auditory tone and vibration. No moisture or damage was observed to the battery compartment. Unrelated to the original complaint, moisture was found behind the display screen. A leak test was performed and a leak was identified at the audio bolus button. The pump cover was removed and further moisture corrosion was found to the printed circuit board and display flex connector. The original complaint of moisture ingress in the battery compartment could not be duplicated. The original complaint of a blank display issue was confirmed.